Event description:
Reporting status: malfunction. Reporting rationale: shaft separation is known to cause or contribute to patient injury. Device issue: shaft separation. It was reported that the xience v stent delivery system (sds) broke (separated) when the device was pulled from coil dispenser. The sds hypotube shaft separated 3.5 cm distal to the strain relief tubing. The sds was returned in the coil dispenser. The stent implant was stationary on the balloon there was no damage noted to the stent implant. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 3.5 cm distal to the strain relief tubing. The material was stretched and jagged at the separation. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The hypotube was kinked at the strain relief tubing. There was no other damage noted to the sds. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.